Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the supplier for evaluation. The repair report indicates: during our initial testing we were able to confirm the customer reported 200 ref 93 fault. The generator error code log was found to contain 4 occurrences of this error code. Further investigation revealed this fault to be intermittent and caused by a defective generator cpu pcb. The customer¿s problem has been resolved by replacing the defective cpu pcb with a new cpu pcb. No other faults were evident with the generator. Root cause of the complaint is component failure on the generator cpu pcb. This complaint can be confirmed. A supplier review of their complaint records over the last three years to assess the frequency of this 200 ref 93 defect for product code shows the frequency of this defect to be an isolated incident. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore no containment or correction action related to the individual complaints is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: h6: method codes: device history lot ==> a DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore no containment or correction action related to the individual complaints is required. Investigation summary ==> the device was sent to the supplier for evaluation. The repair report indicates: during our initial testing we were able to confirm the customer reported 200 ref 93 fault. The generator error code log was found to contain 4 occurrences of this error code. Further investigation revealed this fault to be intermittent and caused by a defective generator cpu pcb. The customer¿s problem has been resolved by replacing the defective cpu pcb with a new cpu pcb. No other faults were evident with the generator. Root cause of the complaint is component failure on the generator cpu pcb. This complaint can be confirmed. The device was further analysed by the service center and the reported error could not be duplicated. Unrelated to the customer's complaint, unit failed ID tuning test; this was due to a bad ID board. The ID board was replaced as identified in the investigation to address the issue. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. The device was however placed into long term hold. A supplier review of their complaint records over the last three years to assess the frequency of this 200 ref 93 defect for product code shows the frequency of this defect to be an isolated incident. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore no containment or correction action related to the individual complaints is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore no containment or correction action related to the individual complaints is required.

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via cst tool that while doing the initial install of the vapr vue generator, they are getting an internal failure, error code 200 ref (B)(4). There was no patient consequences reported. Additional information provided reported that there was no patient case involved during the alleged malfunction.